Event description:
According to the reporter: it did not articulate into position. The cartridge jerked 3-5mm abruptly. This happened during demonstration of the product. This was not used on a pt.

Manufacturer narrative:
(B)(4).